Manufacturer narrative:
Investigation: one open 31g x 5mm pen needle sample and four photos were returned from lot. No. 4122221, cat. No. 320119. Visual examination was carried out on the returned sample and photos and a broken patient end of needle was observed. Indentation on the hub was also observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A review of the complaints database was performed and there have been no trends identified on this lot number. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. (B)(4) was opened to address this issue.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Lot # 4122221 was provided by customer, however is not an actual lot for this product. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of the 31 g x 5 mm bd ultra fine¿ insulin pen needle broke off in consumers stomach during injection twice. There was no report of injury or medical intervention.